Event description:
The customer reported a high pitched tone and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer to discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.